Manufacturer narrative:
Bayer r & I product analysis received and examined the returned syringe, lot no:167752, and identified the presence of a hair-like particle in the fluid path. The particle was detected in the barrel of the syringe and measured approximately 14.0 mm in length and 0.1 mm in diameter. Comparison of the particle with the inside diameter of the range of catheters used for radiology injection concluded that the potential of injection into the pt exists. Our investigation determined that the particulate noted in the syringe was introduced during the manufacturing process and was not detected upon receipt of the syringe from the supplier. A three year review of complaint history determined that there have been no other reported issues of this nature for this lot number. The syringe kit instructions for use instructs the user to "visually inspect contents and package before each use." This visual inspection is to ensure particulates are noticed and mitigated, which is what occurred in this reported instance. In the event add'l info is received, a f/u report will be submitted.

Event description:
The site reported the following: a hair-like strand of unk etiology was seen in the CT syringe.